Manufacturer narrative:
The suction was returned for product analysis. The returned straight suction was not able to verify when attached to a known good tracker displaying a divot error of 2.9 mm to 3.0 mm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site's straight suction was getting hard to verify. There was no patient involvement. Additional information received from a manufacturer representative reported that the straight suction has to be moved around and even cheated a little to get it to verify under 2mm.